Manufacturer narrative:
This lead remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that during a request to program this pacemaker and right ventricular (rv) lead into magnetic resonance imaging (MRI) protection mode, pacing impedance measurements high out of range greater than 3000 ohms were noted. Technical services (ts) advised the health care professional (hcp) to contact the local company representative and cardiology department to further assess the rv lead. This pacemaker and rv lead remain in service. No adverse patient effects were reported.